Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one opening extended and underweight. A microscopic analysis was performed which identified, one opening sharp (unidentified (tear) opening) and stress marks near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on radius due to surgical impact.

Event description:
Patient reported rheumatoid arthritis. Additionally, healthcare professional reported rheumatoid arthritis and a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rheumatoid arthritis. Additionally, healthcare professional reported rheumatoid arthritis and a left side rupture. Device has been explanted.